Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under a CAPA investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s father reported a weird issue was encountered with the pod on (B)(6) 2025. The father stated that the pod was well activated and placed, and the cannula was inserted, but there was no insulin delivery. The father realized when the patient¿s blood glucose level rose to between 300 mg/dl (16.7 mmol/l) and 400 mg/dl (22.2 mmol/l). As treatment, a new pod was applied and worked well. The device evaluation found a tear in the cannula.